Event description:
The physician had difficulty passing the balloon into the hub of the introducer. The profile of the device was checked and no obvious reason could be seen. The device was eventually persuaded into the introducer however, the device detached prematurely, it is thought in the introducer.